Event description:
A report was received that returned product analysis indicated that visual inspection found that the lead body was fractured at the proximal end just before the retention sleeve. X-ray inspection of the lead revealed that five of the cables were completely broken at the bent/kinked location of the lead. Cables are exposed at the fracture site. It appears that the lead proximal end was kinked/bent at the retention sleeve and it resulted in the lead damage.

Event description:
A report was received that returned product analysis indicated that visual inspection found that the lead body was fractured at the proximal end just before the retention sleeve. X-ray inspection of the lead revealed that five of the cables were completely broken at the bent/kinked location of the lead. Cables are exposed at the fracture site. It appears that the lead proximal end was kinked/bent at the retention sleeve and it resulted in the lead damage.

Manufacturer narrative:
Updated analysis of lead sc-2317-70 (serial (B)(4)) revealed that visual inspection found that the lead body was fractured at the proximal array just before the retention sleeve. Cables are exposed at the fracture site. This suggests that the damage occurred during the lead implant procedure. It was reported that impedances were good during the duration of the trial. This proves that the cables were still intact while lead was implanted even with the fractured proximal end. X-ray inspection revealed that five of the cables were completely broken at the kinked location of the lead proximal array. Since the proximal end has already been damaged and weakened during the lead implant procedure, the cables were most likely fractured during the second procedure. Exposing the weakened or damaged lead to excessive mechanical force can cause this kind of cable fractures. The dfu states that the user should avoid damaging the lead with excessive force during surgery.